Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the bumper tip profile. A visual and microscopic examination found no issue with the profile of the stent which could have contributed to the complaint incident. No issues were noted with the balloon profile and inner markerbands profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was kinked 61cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 2.5x28 mm, eccentric, target lesion was located in moderately tortuous and moderately calcified left circumflex artery (lcx). After pre-dilatation was performed, a 28x2.50mm taxus¿ liberté¿ stent was advanced to treat the lesion. However, resistance was encountered during advancing and the device was unable to cross the lesion. The physician then noted that the stent struts were damaged due to repeated effort to make the device cross the lesion. The device was removed and the physician performed plain old balloon angioplasty; and the procedure was completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 2.5x28 mm, eccentric, target lesion was located in moderately tortuous and moderately calcified left circumflex artery (lcx). After pre-dilatation was performed, a 28x2.50mm taxus¿ liberté¿ stent was advanced to treat the lesion. However, resistance was encountered during advancing and the device was unable to cross the lesion. The physician then noted that the stent struts were damaged due to repeated effort to make the device cross the lesion. The device was removed and the physician performed plain old balloon angioplasty; and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).